Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted on (B)(6) 2010; 419678 lead, implanted on (B)(6) 2010; dtbb1d1 crtd, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic low impedance trends. The lead remains in use. No patient complications have been reported as a result of this event.